Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316- 50e, serial #: (B)(4), description: 1x16 perc lead trial kit - 50cm. The devices were not returned to bsn.

Event description:
A report was received that the patient experienced drainage at the trial lead site. The physician opted to have the trial lead removed in order not to risk an infection. It was also reported that the patient did not have an infection nor did one developed.